Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds after it was x-rayed and a lead fracture was observed near the device. When the lv lead could not be reused using an adaptor and it was reported that the lead could not be extracted, the lead was capped/abandoned and may be replaced. No allegations were made against the lead and no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device remains implanted but out of service. If additional information becomes available this event will be updated and an updated report will be submitted.